Manufacturer narrative:
During initial visual examination of the returned blood pump no abnormality could be detected. No pillow was seen. The blood pump was then tested for functional performance, where the pump reached its required functional specification. The pump was filling and emptying completely. The pump was then disassembled for further testing and the membrane layers were individually inspected. No defects could be detected in any of the three membrane layers. The small pillow could only be seen in the video that was received from the clinic. However, neither a defect nor a malfunction could be determined in the analysis. All membrane layers were intact.

Manufacturer narrative:
The excor blood pump, s/n (B)(4) was in use by the patient on (B)(6) 2021 only for several hours. We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the three layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report that the blood pump of a patient supported in the lvad configuration was not completely ejecting. The site sent videos of the blood pump. Based on the videos, berlin heart recommended an exchange of the blood pump. The exchange went well, the patient did not have any negative effects. Of note, this was an initial implant, and the patient did not leave the or until the pump was exchanged.